Event description:
It was reported that the right ventricular lead exhibited noise a few weeks prior. On (B)(6) 2015 the asymptomatic patient presented in the operating room for a lead revision. During the procedure, a lead-to-can insulation abrasion was noted. The proximal portion of the lead was removed and the remainder capped. A new lead was implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).